Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was implanted. At an unknown time post index procedure, the patient was being evaluated for another procedure using transesophageal echocardiography (tee) imaging, which revealed a mobile device related thrombus (drt) located on the face of the closure device. No further details were provided.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.